Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was removed due to an infection at the device pocket site. It was reported the pt's implantable pulse generator (ipg), an extension, and a plug, were all removed. The pt was treated with antibiotics and an abdominal binder. It was stated the physician would wait several weeks before replacing the ipg. No pt info or outcome were available. No device analysis will be performed.